Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that nearly 4 months after dental implant was installed in intraoral region 31#, its non-osseointegration was observed. In addition, 35 ncm of primary stability was achieved, the patient presented bone type ii and immediate implant procedure was performed. The dentist also reported that the patient presented peri- implantitis.